Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the mcr1 device was not reported or able to be subsequently ascertained.

Event description:
During a literature search, atricure determined that a patient treated between 2010 and 2013 had an adverse event, which may have been caused by or contributed to by the mcr1 device. The literature reported a pulmonary vein to esophageal fistula formed as a result of the subsequent catheter ablation. Surgical intervention was necessary and the patient fully recovered. Atricure reviewed other complications listed within the paper, but were unable to find a cause or contribution to an atricure device. This adverse event is the result of a procedural complication. No device malfunction was reported.